Event description:
Pt was revised to address femoral loosening. Osteolysis was discovered intraoperatively.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to search the complaint database by mfg lot was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.